Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has depleted faster than expected. The patient has been in atrial flutter. Boston scientific technical services explained that the elevated right atrial (ra) rate causes an increase current drain and stated it can be recovered if reprogrammed. The pacemaker remains in service. No adverse patient effects were reported.